Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was brought back to surgery after a recent revision (MFR report number 3006630150-2018-61785) due to infection at the ipg site. Symptoms of drainage, soreness, and tenderness at the ipg site were noted. The physician performed a procedure wherein dead tissue was removed from the ipg site. The physician believed that infection was not device or procedure related. The patient was prescribed antibiotics.